Event description:
Customer reported that at 11:14 pm he had a mobile system blood glucose result of 21.0 mmol/l. Based upon this result, he injected 5 units of fast acting insulin. Same system retest result at 11:22 pm was 5.8 mmol/l. The customer took sugar to counteract the insulin injected and thereby managed to control his glucose levels without a hypoglycemic event. No adverse event occurred. The meter and strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.